Event description:
The pt rec'd her scs system on (B)(6) 2005. The pt reported she did not have stimulation and her charger could no longer locate the ipg. A new charger was sent to the pt. F/u attempts to determine if this resolved the issue have not been successful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.